Manufacturer narrative:
One single dpt - vamp adult kit was returned for evaluation. Blood was visible at the sampling site and the distal tubing male connector. The pressure tubing was found completely detached from the solvent bond joint with the sample site. Indications of bonding solvent were present at a third of the bond areas (tubing and sample site tube housing). There was almost no bonding solvent at the other two-thirds of the bond areas. The outer diameter of the tubing was measured near the point of detachment and was found within specification, per the applicable drawing. The inner diameter of the tubing near the z-site tube housing was also measured and found within specification, per the applicable drawing. It appeared that the tubing detachment may have been caused by inadequate bonding solvent at the bond joint. The tubing detachment occurred on the patient side of the kit. The complaint was confirmed as related to the manufacturing process. An investigation was initiated to determine the cause of the detachment and implement any necessary actions.

Event description:
It was reported that after two hours of use on the patient, the pressure tubing detached from the sampling site (z-site) and there was blood leakage on the sheets. It seems that the tubing was separated due to the fact that a little bit of glue was missing. No patient injury was reported.